Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient has been using two rechargers because the patient has 2 implantable neurostimulator (ins) but they only have consistent success with one recharger, with the other: sometimes it works and sometimes it does not, it was faulty to begin with. Caller said they were able to charge it yesterday but whenever they try to put it on the patient to get it to charge the ins it doesn't do its job, it keeps beeping no matter how many times they shift it around. Caller said doctors and nurses have told them to call and get a new one. Caller said, when pt had an appointment with their neurolgoist the charger wasn't connecting, they were considering another surgery, then they put the functional one on and it connected right away so the patient wouldn't need surgery. Caller said, they have only one dock so they take turns charging the chargers up, they use one charger at a time charging one side first then the other side. Caller also reported the right side charges easily every time but the left side is the one they have trouble with but sometimes it charges. Caller inspected the contacts and said there was no visible damage they use the thick white cord. Did not do further troubleshooting due to caller was somewhat confused and described very difficult medical circumstances for the pt. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the device. Caller said one of their neurostimulators was turned off about 2 weeks ago and they have an appointment in a few days to turn it back on.